Event description:
On (B)(6) 2012 the reporter contacted animas alleging that for the past few months the up/down/ok buttons have responded only intermittently. Keypad is peeling up from the bottom (timeframe of damage not specified). The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed a call service alarm on the date of the alleged malfunction and in the alarm history. The call service alarms were not able to be investigated due to keypad unresponsiveness. On inspection, internal moisture was observed through the display lens; however, there was no moisture observed in the battery compartment. On investigation, the keypad was found to be fully intact without peeling below the ok keypad button. On testing, all of the keypad buttons were unresponsive when pressed. The keypad cover was removed for investigation and revealed contamination around the key contacts. On testing, the pump boots to the "verify" screen with audible and vibratory alarms. The "verify" screen was not able to be confirmed due to keypad unresponsiveness. Further testing was not possible due to the unresponsiveness of the keypad. A leak test was performed and the pump failed, exhibiting a leak in the pump case. The pump was opened after testing and revealed moisture inside the pump with corrosion present. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.